Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation; as the device was discarded at medicon due to expire of stock period after visual inspection. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Discarded at medicon due to the expire of stock period after visual inspection.

Event description:
It was reported that prior to using the device the healthcare professional was unable to aspirate blood; air aspiration was confirmed. The healthcare professional flushed the device with saline and noted a crack in the catheter, external to the patient. The patient uses the device for blood transfusion twice per week at regular outpatient visits. No harm to the patient was reported.